Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vein in the upper arm. A 7.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A 6mm longitudinal tear was located over the distal markerband. An examination of the balloon material and of the distal markerband identified no issues which could potentially have contributed to the tear. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vein in the upper arm. A 7.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another same device. No patient complications were reported and the patient's status was good.